Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received four non-lifevest defibrillations treatment.   The device was started up at 11:17:02 on (B)(6) 2022. From 12:56:55 to 13:19:45, an arrhythmia was detected five times. ECG shows idioventricular rhythm @ 30 bpm with CPR/electrode lead fall off. The rhythm then degrades to asystole with CPR/electrode lead fall off. The rhythm degrades even further to vf with varying heart rate, motion artifact and response button use. The device properly detected vf. However, varying heart rate, motion artifact, and response button use prevented the lifevest from treating the patient at 13:06:01, the patient received the first non-lifevest defibrillation. Rhythm at time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was obscured due to CPR/electrode lead fall off. At 13:07:34, the patient received the second non-lifevest defibrillation. Rhythm at time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was obscured due to CPR/electrode lead fall off. At 13:09:26, the patient received the third non-lifevest defibrillation. Rhythm at time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was obscured due to CPR/electrode lead fall off. At 13:11:25 the patient received the fourth non-lifevest defibrillation. Rhythm at time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was obscured due to CPR/electrode lead fall off. The electrode belt was disconnected at 13:20:33 on (B)(6) 2022.